Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, ¿foreign material in the a/w channel and a/w cylinder¿, was confirmed. A whitish foreign material was found inside the a/w channel and a/w cylinder but could not be specified. The root cause of the remaining foreign material could not be identified. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the sections of the device with the foreign material residue had no deformation. There was no report that the device was used in procedure while the events occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was not confirmed. Evaluation did find the plug unit was damaged, the insulation resistance value at the distal end did not meet the standard value due to a burn on the scope cover, the bending angle in the down direction did not meet the standard value due to wear of the angle wire, the scope cover was cracked, the light guide lens was cracked, and the bending section cover adhesive was worn. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus, the colonovideoscope had no image. Inspection and testing of the returned device found a whitish foreign matter in the air/water tube and air/water cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.